Event description:
Medtronic received information that during the use of a 22 mm z-med balloon for a post implant balloon aortic valvuloplasty (bav) a rupture in the sinus of valsalva occurred. Per the physician, the mineralized non coronary cusp made contact with the mineralized sinus of vaisaiva during the balloon aortic valvuloplasty, and resulted in the rupture. Subsequently, the patient expired. (B)(4). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).